Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. No issues were noted. A functional evaluation was conducted. The t-handle bolt was stripped and would not tighten. The complaint was confirmed. Factors that could have contributed to the reported event include an an application of force inconsistent with intended use or a mis-threading of the bolt. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up or inspection, the wing screw of the arm board tenet was stripped and won't tighten. The procedure was completed with a s+n back-up device. No delay was reported, and no patient injury or other complications were reported.